Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-9004-35, (B)(4), model description:precision connector (B)(4) the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a revision to replace competitors leads and (B)(4) connectors due to high impedance. The patient is doing well following the revision and the high impedance issue was resolved.